Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a bent lead tip. The most distal contact was not aligned with the others. The lead was replaces and not used in the patient. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis results for lead (B)(4) revealed that the distal end was bent out of the box.